Manufacturer narrative:
Information was received on june 18, 2014 that no product would be returned so no evaluation can be performed. No conclusion can be drawn as to the cause of the event.

Event description:
It was reported that patient underwent primary knee surgery on an unknown date. Revision procedure was performed on (B)(6) 2014 due to possible pseudotumor resulting from polyethylene wear. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown; manufacture date - unknown. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.